Event description:
The pt experienced increased spasticity. It was diagnosed through x-ray that there was a catheter occlusion. The catheter was replaced. The pt recovered without sequela.

Manufacturer narrative:
(B)(4).